Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician was unable to steer the lead past the pt's cervical fusion location. The case was abandoned and no product was implanted in the pt.